Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to make sure that the scopes are not plugged in with the clv-190 on. Also, instructed the customer to make sure no debris is on the gold contacts of the scope. The customer had a different scope plugged in to the clv-190 and the error did not repeat at the time of the call. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30(scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The customer confirmed the issue was resolved; therefore, the device was not returned for further evaluation. Based on the results of the investigation, it¿s likely the b30 error was due to a communication error caused by poor contact between the scope and the electrical contact of the light source. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.